Event description:
It was reported to resmed (B)(6) that an astral device's alarm light was poorly illuminating (dim). There was no pt injury reported as a result of this incident. Ref MFR# 3004604967-2015-00144.